Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented in emergency room after receiving more than fifty appropriate shocks from the device for polymorphic ventricular tachycardias. Patient received several external defibrillations. Device was interrogated and found to be in backup vvi mode. Physician suspected device was near eri after the therapies had occurred. The patient was intubated, sent to another hospital, and the device was explanted and replaced. Patient was well after the event.